Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a full supply change on the ilet and mistakenly confirmed seeing drops during press and fill when drops were not observed, leading to repeated press and fill attempts until the cartridge was effectively empty. The user then elected to stop pump therapy and use subcutaneous rapid-acting insulin as backup, with a high glucose level up to 400 mg/dl after an extended period without insulin delivery was reported. Symptoms included dizziness, and drowsiness associated with hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.